Event description:
It was reported that the at home monitoring system, for this patient showed a red blinking light. It was determined that there was no issue. However, during the call there was a report that, there was a high out of range shock lead impedance (sli) measurement, in (B)(6) of 2018. There have been no more out of range sli trends, since then. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.